Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. The customer has replaced their battery, but the button issue persisted. Customer's blood glucose was 368 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners, cracked display window, cracked battery tube threads, cracked belt clip slot and minor scratches on lcd window.